Manufacturer narrative:
Additional information: method, results, and conclusions - the implant was not returned for evaluation. However, a photo was provided and used for evaluation. The device was confirmed to have fractured on one side, likely as a result of off-axis applied force while the surgeon was leveraging the hook into position. The lot number is unknown so the manufacturing records were unable to be reviewed.

Event description:
It was reported that a piece from the edge of a threaded area of a hook broke off during surgery while the surgeon was leveraging it into position with a left to right motion. The fragment was retrieved from the patient. The hook was used to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a piece from the edge of a threaded area of a hook broke off during surgery while the surgeon was leveraging it into position with a left to right motion. The fragment was retrieved from the patient. The hook was used to complete the procedure. There were no reported patient impacts.